Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic got trapped in the injector. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv toric rao210t batch 085277840 showed that all manufacturing and quality checks were conducted successfully. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On 2nd december 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the haptic got trapped in the injector necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the haptic got trapped in the injector. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv toric rao210t batch 085277840 showed that all manufacturing and quality checks were conducted successfully. The device was retained and returned to rayner for evaluation. The device was returned dehydrated in an outer box; lens was wrapped around in a gauze. Preliminary inspection of the returned injector showed that movable flaps were securely closed, and the plunger was retracted. Provided iol was inspected under x10 magnification and found to be in two pieces due to explantation as well as being chipped in the optic and haptic. After the injector was fully disassembled, a cosmetic inspection confirmed that all components were undamaged. There were visible traces of ovd residue inside the injector's chamber. Following this, the injector was re-assembled, and 1x rayone trifocal toric rao613z +24.50 d / +2.25 d from rayner's stock was prepared and injected in accordance with the IFU. The injection was unsuccessful; lens got jammed in the injector nozzle. Toluidine blue dye test did not reveal any irregularity in the nozzle coating. The dye appeared to be lighter in colour, which may have resulted from complications encountered during the test injection or from artefacts associated with a technically challenging intraoperative injection. The product return inspection confirms the event as reported. The root cause of the reported fault could not be established on investigation.

Event description:
On 2nd december 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that the haptic got trapped in the injector necessitating lens explantation and exchange.